Event description:
It was reported that a piece of the ca040 clip applier jaw broke off during a procedure. No information was provided regarding the whereabouts of the jaw piece. No patient injury or complication was reported.